Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the electronic gas delivery system did not function as expected. The user reported, the fio2 value was set at 100%, then suddenly the reading dropped to a low 80%. At that point, the electronic gas delivery system requested a re-calibration. Manual use of the gas delivery system remained available. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.